Event description:
It was reported that an unspecified mass was noted on the patient's right ventricular lead which was confirmed with an echocardiogram. The physician elected to explant both the device and lead. The system was explanted. No adverse patient consequences were reported.

Event description:
New information received notes that it is unknown what the mass was. The system was reported to be functioning appropriately at the time of the explant.

Manufacturer narrative:
The device was returned without complaints. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal. A longevity calculation was performed and found the battery depletion was normal based on the device usage.